Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to the 400s (mg/dl) and mild ketones for approximately a week. Customer administered correction boluses and injections to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. Contact declined additional follow-up.